Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer died on (B)(6) 2014. The cause of death was due to complications from surgery due to stenosis of the heart and a valve replacement. The wife of the customer reported that the customer had been hospitalized for six weeks prior to passing. It was reported that the customer was wearing the insulin pump at the prior to surgery. The spouse of the customer advised that the insulin pump was currently being used by relative and would be returned for analysis once a replacement insulin pump had been shipped. No additional information was provided.